Manufacturer narrative:
A steris service technician arrived onsite to inspect the system 1e processor and found that a cable had shorted subsequently causing a loss of power to the control board. The loss of power to the control board subsequently caused the unit to not be able to deflate the seal to allow the lid to open. The technician replaced the cable, tested the unit, confirmed it to be operating according to specification, and returned it to service. The unit was installed in 2011 making it approximately 8 years old. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that their system 1e processor lid would not open. The facility reported procedure cancellations as scopes were stuck inside the unit.